Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Manufacturing site evaluation: samples received: there are no samples available or batch number. Analysis and results: as no batch number is available, the batch manufacturing record cannot be reviewed. Without any closed and/or defective sample a proper analysis can not be performed. We need defective samples showing the defect to asses properly the customer complaint. There is an improvement project in course in order to minimize/reduce and avoid this defect. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Without any closed samples a study cannot be performed to determine if the product fulfills the OEM requirements. Final conclusion: complaint is not justified. Without samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incidence and if any samples are received in the future, the case will be re-opened and analyzed. Please note that when no samples are received analyzing is very limited. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future. Device was not returned.

Event description:
Country of complaint: (B)(4). Inner foil is welded with outer foil. Steril withdrawal is not guaranteed.